Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger .product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced shocking one time. This was not related to positional movement. She was sitting still and was about 45 minutes into her charging session. Impedances were run and were all near 900 ohms. Reprogramming occurred and the therapy impedance was 728 ohms. The patient was noted to be sensitive to stimulation and usually her amplitude was at 0.7 or 0.6 volts. Due to the patient's sensitivity, impedances could not be run at a higher level. The shocking was noted to be sudden. No follow-up was required.